Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Not comfortable - vagina [vulvovaginal discomfort]. Tampon strings unravel, the cotton comes apart / tampons falling apart [device breakage]. Consumer contacted via e-mail and stated that the tampons were falling apart; the strings unraveled and the cotton came apart. No serious injury was reported.